Event description:
Potential for injury associated with an fdx-mcg custom power wheelchair where the joystick will not turn off and is unresponsive to commands, such as forward and tilt. This event could result in unexpected movement.